Event description:
Customer reported that battery sn (B)(4) failed testing and that the red led light would not clear. No adverse event reported.

Manufacturer narrative:
Complaint of "battery has failed testing. Unable to clear red light" was not verified. Device was not returned despite 3 attempts to get the device back. One attempt was made on (B)(4), 2012, a second attempt was made on (B)(4) 2012, and a final attempt was made on (B)(4) 2012. No adverse event reported.